Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing fluctuating elevated blood glucose (bg 225 mg/dl) and a bolus was delivered to lower bg to 182 mg/dl. Customer's sister assisted with delivering the bolus. Customer did not feel like the bg was not lowering "fast enough" and reportedly, changed the pump personal profile settings to address the elevated bg.